Manufacturer narrative:
The device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
There was ¿early release¿ of the 120cm smart self-expanding stent. The intended procedure was reported to be bile duct stenting. Lesion characteristics included moderate calcification and tortuosity with seventy (70) percent stenosis. The device was not used for a chronic total occlusion (cto). The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background was clearly visible. There was no damage noticed prior to opening the package and no difficulty removing the device from the sterile packaging. There were no kinks or other damages noted prior to inserting the product into the patient. The product was prepped per the instructions for use (IFU) and it was prepped in the tray. The tuohy borst (hemostasis) valve was closed prior to removing the device from the tray. The stent was still constrained within the outer member/sheath when removed from the tray. There was no difficulty encountered flushing the stopcock or flushing the sds. There was nothing unusual about the stent delivery system prior to use. The stent delivery system passed through acute bends. Delivery of the sds to the lesion was ipsilateral. There was no difficulty encountered while advancing/tracking the sds towards the lesion nor difficulty or resistance noted while crossing the lesion with the stent. There was no unusual force used at any time during the procedure. There was no thrombus present proximal to, at, or distal to the lesion site. The sds had to pass through a previously placed stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. There was an attempt to recapture the stent along with an attempt to deploy the stent outside the body. The procedure was completed by shortening "cutting the delivery system short". The device was returned for evaluation. Of note, the device was received severely damaged prior to decontamination, and the device completely broke when it was ran through the decontamination process. An area of separation was found during product evaluation. There was no reported patient injury. The device was returned for analysis. A non-sterile unit ¿pkg assy 8x060 smart vas120cm¿ was received coiled inside a clear plastic bag. The unit was unpacked to proceed with the evaluation. The stent was fully deployed and was not returned for analysis. The unit presents a separated condition located approximately at 115 cm from the distal tip. The locking pin is fixed into the handle. The lever is in the deployed position. No other outstanding details were noticed. Dimensional analysis was not performed due to the separated condition. Functional analysis was not performed due to the unit was returned fully deployed and due to the separated condition. Microscopic (sem) analysis was not performed due to the resulting material characteristics derived by the separation are observables with the vision system. The separated area was inspected using a vision system to obtain a magnified image observing that both edges of the unit presented evidence of elongations, wires fractured/separated and plastic deformations. The elongations found on the plastic material and the plastic deformation are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the material was induced to a tensile force that exceeded the yield strength prior to the separation. No other anomalies were observed. A product history record (phr) review of lot 18018934 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds)~ deployment difficulty-premature deployment¿ was not confirmed since the unit was returned with the stent fully deployed. The handle was received set in the deploying position indicating that the unit performed as expected. However, a separated condition was observed. The exact cause of this damages could not be determined during the analysis. It is assumed that the material was induced to a tensile force that exceeded the yield strength prior to the separation. Procedural factors and handling process such as the user¿s interaction with the device during use may have contributed to this damage. According to the instructions for use (IFU) ¿advance the device over the guidewire and through the introducer to the target site. If resistance is met during delivery system introduction, the system should be withdrawn and another system used. If resistance is felt during retraction of the outer sheath do not force deployment. Carefully withdraw the stent system without deploying the stent.¿ neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 18018934 presented no issues during the manufacturing process that could be related to the event reported. The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, there was ¿early release¿ of the 120cm smart self-expanding stent. There was no reported patient injury. The intended procedure was reported to be bile duct stenting. Lesion characteristics included moderate calcification and tortuosity with seventy (70) percent stenosis. The device was not used for a chronic total occlusion (cto). The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background was clearly visible. There was no damage noticed prior to opening the package and no difficulty removing the device from the sterile packaging. There were no kinks or other damages noted prior to inserting the product into the patient. The product was prepped per the instructions for use (IFU) and it was prepped in the tray. The tuohy borst (hemostasis) valve was closed prior to removing the device from the tray. The stent was still constrained within the outer member/sheath when removed from the tray. There was no difficulty encountered flushing the stopcock or flushing the sds. There was nothing unusual about the stent delivery system prior to use. The stent delivery system passed through acute bends. Delivery of the sds to the lesion was ipsilateral. There was no difficulty encountered while advancing/tracking the sds towards the lesion nor difficulty or resistance noted while crossing the lesion with the stent. There was no unusual force used at any time during the procedure. There was no thrombus present proximal to, at, or distal to the lesion site. The sds had to pass through a previously placed stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. There was an attempt to recapture the stent along with an attempt to deploy the stent outside the body. The procedure was completed by shortening the delivery system. The device is expected to be returned for evaluation.